Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep on behalf of the hcp confirmed that the patient did not have their battery changed out. They just had the lead revision, using the same leads. No replacements. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2016: product type lead product ID 4351-35 serial# (B)(4) implanted: (B)(6) 2016 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was dead. They were not sure if it was dead because of the battery or because the device malfunctioned. The device lasted less than a year. The patient also experienced a return of symptoms, violently throwing up. At the time of the report, they were on b12 injections. It was noted they lost weight. In (B)(6) 2016 the patient had a surgery where they put a feeding tube in. The patient said they were ready to give up and could not take it anymore. It has been painful and devastating. They were scheduled for a replacement surgery, the following day. No further complications were reported/anticipated. A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient was seen in the office and they could not interrogate the device. They thought the battery may have been dead. They opened the pocket up where the battery was implanted and found that the leads were sitting on top of the battery. Once they placed them behind the battery they were able to communicate with the battery. The issue was noted to be resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had pain and suffering due to their device failure less than a year and having surgery. On (B)(6)2017 the patient also stated conflicting information that the implantable neurostimulator (ins) was replaced in (B)(6)2017. They found out their battery was dead in (b)6) 2017. They thought it malfunctioned because it only lasted one year and their settings were not that high. They were not sure in the device was sent back, but they wanted reimbursement. No further complications were reported/anticipated.